Event description:
The facility's biomedical engineer reported an infusion pump with an 808:03 failure code. The biomed stated that the failure did occur during pt use of during biomed testing. There have been no incident reports filed on this pump since the last baxter service even. Info was requested by baxter's customer service event. Info was requested by baxter's customer service regarding pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Additional contact info was requested but no additional contact was identified.